Event description:
It is reported that the devices were implanted in 1990 devices were revised in 2008, due to breakage of the cup and liner. Exact implant date is unk.

Manufacturer narrative:
Evaluation summary: devices and x-rays were not available for review. Pt details like weight, activity level and sex are not available. The pictures indicate fracture of the locking tab. It is probable that after fracture of locking tab, the liner moved within the shell causing the poly to wear. Device was in-vivo for approx 17 to 18 years. No engineering analysis could be done with available info. No product was returned. Review of the device history records did not find any deviations or anomalies that contributed to this event. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contributed to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.